Manufacturer narrative:
B3/concomitant medical products (event date): the event occurred on an unspecified date in (B)(6) 2023, further described as "three weeks ago." D4: lot #: reported lot h23806089 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "blacken area under the cap" of an amia automated pd cycler set. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Update made to d4: lot #: h23b06089 (previously submitted as h23806089). Update made to d4: expiration date: 08/06/2025 (previously submitted as ni). Update made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Update made to h4: device manufacture date: 02/06/2023 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye noted a black substance inside the patient line tubing located at the heater seal bead. The particulate was loose, black in color, and scattered/dusted inside the tubing. The reported condition was verified. The cause of the condition was due to the rf (radio frequency) welding process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.